Event description:
Received report unk number of undocumented incidences and also of two documented incidences of transducer line female port cracking with infusion of tpn and lipids. In incident #1 of 2 a 1 lb. Baby was being monitored and receiving tpn and lipids via the transduced line. The nurse noted that there was bleedback in the line and the female connector was noted to be cracked. Blood loss was 2cc. Transducer tubing was changed to solve problem. Unable to obtain further info, but possibly a transfusion may have been necessary at a later date.